Event description:
Customer reported that while at her mother's home on (B)(6) 2011 at 6:00 pm she received an ER-4 message on the display of her adc blood glucose meter, upon test strip insertion, which prevented her from obtaining a result. She further reported that at 9:30 pm she self-administered 7 units of "insulin" and 70 units of lantus, without knowing what her glucose status was. It was further reported that at 2:00 am on (B)(6) 2011 she began to experience "sweats" and subsequently lost consciousness. Customer was treated with "a pen filled with medication to bring (her) back from unconsciousness". Customer did not know the name of the medication. Customer additionally self-treated by drinking juice with sugar in it. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The complaint is not confirmed. Control solution testing was performed. All results were within range specification and no errors or new issues were observed. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Additionally: while troubleshooting with customer service it was revealed the customer was attempting to test using test strips that expired in (B)(4), 2011.